Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. An inspection was performed to determine if the device had any gross visual defects that may contribute to the reported failure. Visual observation revealed that the shaft was broken and completely separated from the handle. Therefore, this complaint can be confirmed. Given the information provided, we cannot determine a definitive root cause as to why the device broke. However, it is possible that the failure might have been caused by excessive inadequate physical force exerted on the device during the procedure which would have caused the reported failure. Furthermore, a manufacturing record evaluation was performed for the finished device lot number (a1712004), and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:((B)(4). The expiration date is unknown

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is unknown.

Event description:
It was reported by the sales rep via cst tool that during an acl procedure as the doctor was using the customer's retro reamer (6-12mm) to ream the femoral tunnel, the reamer snapped/ broke. The procedure was completed with a new twist reamer with no patient harm or surgical delay to the case. Additional information received from the sales representative confirmed fragments were not left in the patient